Event description:
It was reported this peripherally inserted central catheter (PICC) was placed in 1999 in a pt for administration of antibiotics. Difficulty accessing this PICC line in 1999 revealed the catheter had detached from the hub. Percutaneous retrieval of the detached catheter was uneventful. Another PICC line was successfully placed and there were no pt complications. Follow up revealed during initial placement of this PICC line another manufacturer's guidewire broke. Immediate aspiration of line resulted in retrieval of a 1cm fragment of guidewire. It is believed another segment of the wire may have detached in the pt, however, no further retrieval was attempted. This device was received, evaluated and retained by this MFR. The engineering eval indicated the catheter shaft was broken at the hub and completely detached from the hub. Microscopic examnation of the fracture sites revealed the break points were rough and circumferential. No deformations of the fracture sites were noted. Follow up indicated this PICC line had not been accessed regularly. It was indicated the line might have become snagged on a side rail, however this could not be confirmed. Therefore, co is unable to determine the exact cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.